Event description:
Customer reports meter results of 950 mg/dl while using the advantage system. Meter results are out of display range of 10-600 mg/dl. Customer was using expired strips. Customer did not cover the entire yellow on the strip. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.